Event description:
Provider states the wheellock is worn from wear and tear. Provider states the unit is in a facility and this will be the first time he has worked on the chair. No further information provided.